Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the breast, which is off label usage of the device on (B)(6) 2023 at around 6:00 or 7:00pm. The patient was using a close loop system during the time of the event and alleged that because of the inaccurate high cgm reading, too much insulin was delivered by the pump. The patient stated that at 10:58pm she had a cgm reading of approximately 22.0 mmol/l and gave herself a bolus of 0.46 units. No fingerstick was taken at this moment. When the patients husband came home after, he was unable to wake up the patient as she was unresponsive and had seizures. An ambulance was called around 4:00-5:00am and when the paramedics arrived the blood glucose reading was 2.4 mmol/l and the cgm reading was still showing a high value, but no specific value was reported. The patient was treated with glucose that was given orally and after she regained consciousness she had milk, a sandwich, juice and about 1 hour after this, the blood glucose reading was 5.0 mmol/l. No further treatment was needed, and the patient was not brought to the hospital. At the time of the report the patient was stable. The patient shared the insulin delivery from the pump history which was 3.091 units at 10:39pm, 3.699 units at 10:44pm, 4.130 units at 10:49pm and 3.880 units at 10:54pm. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.